Event description:
It was reported to philips that the system gave an error indicating exposure was not possible, preventing x-rays. The user performed a restart, but the issue persisted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned, non-emergency treatment. The procedure was completed using a mobile c-arm. A philips field service engineer (fse) inspected the system onsite and found that it was unable to produce x-rays. During troubleshooting, the fse found that ippc did not start the application. To resolve the problem, the fse replaced the hard drive, reinstalled the ippc operating system, and recreated the image. After completing the software installation and image recreation, the system was restored to normal operation and returned to use in good working condition. The codes were updated based on the investigation outcome.